Event description:
It was reported that the sys would not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep evaluated the sys and replaced the interconnect cable, hand switch and the x-ray switch on the c-arm. The system operates as intended.